Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the intensive care unit (ICU) due to gastrointestinal tract (git) bleeding from the stomach and was treated by clipping the source of the bleeding. The anticoagulation treatment was switched from warfarin to fraxiparine (nadroparin) and the patient was then put on heparin. The patient was with marble skin. Via auscultation, crunching in the lungs was confirmed and echocardiogram was performed that showed contractility of the left ventricle and flow through the aortic valve despite park's stitch. The patient had aortic valve insufficiency before the left ventricular assist device (lvad) implant and the park's stitch was performed during the lvad implant. The right ventricle was not dilated with good systolic function. Rpm was increased to 600, pulsatility index (pi) was able to be achieved at a value of 4.3, and flow was 5.0. The acute bleeding was resolved and the patient was stable at the cardiology department to stabilize the blood pressure, mean arterial pressure of 95mhg, and to covert the anticoagulation from heparin to warfarin.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.